Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. During initial testing, a short circuit was detected between the tip electrode and the tip thermocouple.; however, upon further testing the short circuit could not be replicated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause of the initially observed short circuit remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming a short circuit in the catheter.